Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
During eval of the device at the manufacturer's service center, a failure of the device power on was observed. The device's system board will be replaced to address the issue. Device has been evaluated but not yet repaired.